Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed glucose tablets to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. The customer was discharged from the ER 10 hours later with the issue resolved and no permanent damage. A system check was performed, and the suspected cause was due to the customer¿s personal profile requiring adjustments, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.